Manufacturer narrative:
Location of the device is unknown.

Event description:
A company representative reported that a patient underwent revision surgery to address a backed-out tritanium pl cage and a loose unspecified set screw. This record captures the set screw.

Event description:
A company representative reported that a patient underwent revision surgery to address a backed-out tritanium pl cage and a loose unspecified set screw. This record captures the set screw.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. The es2 surgical technique was reviewed, and the following relevant information was identified: extra caution is advised in cases in which the rod is not horizontally placed into the screw head, the rod is high in the screw head, or an acute convex or concave bend is contoured into the rod. Once the necessary correction procedures have been performed and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed using the counter torque tube and the torque wrench. Place the counter torque tube down over the blades. Note: the laser markings and windows on the counter torque tube correspond to the blade lengths to indicate when the counter torque tube is fully seated. Insert the torque wrench through the counter torque tube to engage the blocker. Turn the handle of the torque wrench clockwise to align the two arrows on the torque wrench to achieve the 12nm of torque required to secure the implant construct. Repeat the process for each blocker. Note: the counter torque tube must be used for final tightening. The counter torque tube performs two important functions: it allows the torque wrench to align with the tightening axis. It allows the optimal torque needed to lock each blocker without applying the torque to the rest of the construct. Patients who are overweight may be responsible for additional stresses and strains on the device which can speed up metal fatigue and/or lead to deformation or failure of the implants. An exact root cause of reported event could not be determined since the devices were not returned but potentially due to : unstable construct, blocker under tightening, patient obesity.